Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. Additional information received: this surgeon typically performs gastric bypasses; not sleeves primarily. She does provide assistance to a sleeve surgeon at another hospital who uses covidien black for his sleeves. When the surgeon reported the event to the sales rep, she said the patient experienced a leak following a sleeve case and asked if we had changed something with the device. She was clear that she was not blaming the stapler. A preliminary autopsy was performed and all that is known is that it showed signs of blood in the ¿stomach.¿ any further information will be difficult to obtain. The sales rep was present for the sleeve operation and the surgeon utilized black gst cartridges ¿all the way up;¿ including synovis buttressing on the last four firings only. The surgeon waits one minute for tissue compression prior to each firing on sleeves and then does a pulse fire technique. There were no intra-operative staple formation issues and the sales rep did not see anything unusual. According to the surgeon, per the patient¿s mother, the patient did not eat or drink anything; was on a liquid diet and there was nothing unusual about the night prior to the patient¿s death. The sales rep reiterated that the surgeon is not blaming the stapler.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the case was completed as normal with no unusual bleeding. The patient was sent home; celebrated new year's eve with her family. The mother called the patient at 6:00 am new year's day, the daughter was incoherent. The mother called 911. When the ambulance arrived, the patient was non-responsive. The patient was pronounced deceased at the emergency room. The device was disposed of.